Event description:
As reported by the (B)(6) field clinical specialist, after successful implant of a sapien 3 valve in the aortic position, a perclose failure occurred. Intervention was performed by ballooning at the site to allow the extravasation to stop. There was no allegation of any (B)(6) device that caused the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).